Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle the needles were clogged. This occurred on 5 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Describe event or problem: it was reported that during use of the bd micro-fine ultra¿ pen needle the needles were clogged. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle the needles were clogged.